Manufacturer narrative:
(B)(4). E1 initial reporter state - aa.

Event description:
It was reported that an app crash alert occurred. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. However, potential patient misuse occurred as the mobile device lost power. No injury or medical intervention was reported.